Event description:
There was an allegation of a questionable high result from coaguchek xs meter serial number (B)(4). At 7:45 am, the result obtained from the coaguchek xs meter by the patient's parent was 6.5 inr. At 8:42 am, the result obtained from coaguchek pro ii meter serial number (B)(4) by a nurse using strip lot 57261511 was 3.7 inr and was believed correct. The patient's therapeutic range was not provided.

Manufacturer narrative:
The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Occupation was patient/consumer.